Event description:
It was reported that on (B)(6) 2025, a PICC line was required for insertion into the antecubital vein of the patient's right elbow. During the PICC insertion procedure, when the guidewire was withdrawn, a layer of white adhesive material was observed detaching from the guidewire. For safety reasons, the catheterization technician replaced the catheter with a new set.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white material on the stylet was confirmed but the cause is unknown. A single photograph of a 5fr dual-lumen powerpicc catheter was returned for evaluation. The t-lock assembly was attached to the red luer adapter, and the stylet was inlaid within the catheter lumen. The stylet contained a sharp bend in the wire between the pull tab and the septum of the t-lock assembly. Small specks of white material were seen on the outside of the stylet between the bend in the wire and the t-lock assembly. The white material appeared consistent with delamination of the hydrophilic coating on the stylet. A root cause could not be determined from the returned photograph; however, possible contributing factors could include pulling the stylet across the edge of the t-lock stopper at an angle, retracting a dry stylet prior to flushing the system, manufacturing related deficiencies, or other unknown clinical usage or storage conditions. This complaint will be recorded for future trending and monitoring purposes.